Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedances and threshold measurements. Current measurements are out of range and loss of capture (loc) was confirmed at current outputs. The patient is not pacemaker dependent and thus there was no loss of consciousness. The lead outputs were increased and the patient was scheduled for a lead revision procedure. The physician suspects a lead fracture. Surgical intervention was performed and the lead was capped.